Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ipg was implanted 2 years ago and is already empty was confirmed. The root cause of the reported observation was due to the device having normal battery depletion. The artemis clinicians manual was used to calculate the device longevity by determining the average energy factors over the implant period which equated to 1.8 years +/- .25-year per ¿ 90205144 assuming 1000 ohm program impedances. When viewing the amplitude changes in the monthly program log and calculating the usage and capacity used, the total used capacity based on the available information was 6016ma-hrs from an estimated beginning of life (bol) capacity of 6297ma-hrs, which equates to a used capacity of 96%, for device model 3662. The total stimulation on time was 1.74 years, suggesting the device had normal battery depletion at the time of the observation.